Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 35 mg/dl. Customer was treated with food. Customer was using auto mode. Customer had blood glucose level of 159 and 189 mg/dl. Customer alleges insulin pump was over delivering due to she took a bolus and the blood glucose dropped to 30 mg/dl. Customer stated that the insulin pump had multiple insulin pump error alarm and get shut off. The insulin pump will be and reservoir will not be returned for analysis.